Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that there was a liner exchange due to knee revision where the patella was added to the primary implants.

Event description:
It was reported that there was a liner exchange due to knee revision where the patella was added to the primary implants.

Manufacturer narrative:
The event was not confirmed as no items were returned and no medical records were received. DHR review determined that the lot was manufactured and packed to specification. Chr review confirmed that there have been no similar events for the reported lot. The exact cause of the revision surgery of the tibial insert could not be determined with the limited information provided. Further information such as, the reason for the revision of the insert, product return, x-rays, operative notes and medical records are needed to complete the investigation to determine a root cause. It is most likely that when the surgeon added the patellar component to the primary knee components already in situ, he decided to replace the plastic tibial insert as well; it had been implanted for almost three years.